Manufacturer narrative:
(B)(4). Date sent: 7/9/2025. Corrected data: b1, h1. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under (B)(4). Moving forward all additional information will be filed under (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that a cautery wands had pieces of the insulation broken off inside of the patient during laparoscopic surgery. It is the piece that covers the tip, insulated piece. The pieces were recovered and no adverse event. No contact with another metal device/instrument. The procedure was successfully completed. There were no patient consequences. Were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes.

Manufacturer narrative:
(B)(4). Date sent 7/3/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.